Event description:
Customer called reporting high blood glucose and no delivery alarms. Customer's blood glucose is 354 mg/dl. He treated with his insulin pump. He was feeling nauseas, with leg pains. He stated that he began going high last night. He has been over 300 mg/dl. This morning, his device alarmed no delivery twice. The alarm was cleared by a complete set change. He noticed there was some blood in his infusion set when he changed sets. Customer stated the drive support cap is flush. He was reminded to never push the drive support cap while connected. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The device was received with cracked reservoir tube lip, scratched lcd window, scratched case, scratched keypad overlay and shifted end cap sticker.